Event description:
The plate had been placed following a 3cm resection of the mandibular body due to carcinoma. Approximately one month post operative, the patient was experiencing swelling and her bite being off. X-rays confirmed a fracture in the plate at the anterior edge of the defect. Revision surgery was performed.